Event description:
The customer reported low alarms and threshold suspend from the insulin pump. The customer's blood glucose value was 132 mg/dl. No further info was available.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.